Event description:
It was reported that this rv lead was surgically repositioned due to dislodgement. The patient reported chest pain 2 days post implant and after evaluations, it was found that sensing and capture thresholds had changed considerably. Subsequently, a chest x-ray was performed and the dislodgement was noticed. No additional adverse patient effects were reported.